Event description:
The customer reported to olympus that they experienced problems related to reprocessing. On january 26, 2023, the endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site the customer does not have a portable suction unit in their reprocessing room to perform suction on the biopsy port per the instructions in the reprocessing manual. This report is being submitted for the malfunction found during evaluation (incorrect reprocessing method). There were no reports of patient harm associated with this event. There was no associated patient infection reported.

Manufacturer narrative:
The device was not returned to olympus. The ess performed an in service which covered the guidelines regarding the reprocessing of the olympus scopes per the on-track and manuals. The customer understood that the reprocessing manuals is the validate source of instructions. The customer will use a non-olympus automated flushing unit, and a non-olympus automated endoscope preprocessor to disinfect their scope. They understood that they will have to contact the manufacturer of their units for proper instructions and guidelines. Further and currently, the customer does not have a portable suction unit to perform the suction of the biopsy port during manual cleaning. Moving forward, the customer will be looking into purchasing and/or contacting medivators to see if they have unit that can perform the suction for the biopsy port. The ess also contacted the endoscopy account manager to give a quote for a portable suction unit. Lastly, the ess encouraged the account to read and refer to the reprocessing instruction manual so the y can be more familiar with all the steps necessary to reprocess their scope. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the user understanding differed from olympus recommendation in device handling and/or reprocessing steps. The event can be prevented by following the instructions for use (IFU) which state: IFU states on the aspiration steps at ¿5.5.7 aspirate detergent solution through the instrument channel and the suction channel¿. Olympus will continue to monitor field performance for this device.